Event description:
It was reported that patient reaction to chloraprep. Verbatim: related to 3821158 - bd-21-000255. Mon (B)(6) 2022 4:34 pm. Please find attached final cioms I for the serious case (B)(4) (bd ID: missing). Kindly note that the case was submitted to india, ema and mhra on (B)(6) 2021 (due date: (B)(6) 2021) and exchanged with g-life on (B)(6) 2021 (due date: (B)(6) 2021). Kindly note that the case will be submitted to panama via three month listing (due date: (B)(6) 2022). Per cioms pdf: other serious criteria: medically significant rash on the breast postoperatively [rash] case description: case reference number (B)(4) is a spontaneous case initially received from a nurse on (B)(6) 2021, and concerns (B)(6) patient of an unknown gender. The patient's medical history included *lumpectomy and axillary lymph node biopsy. Additionally, derma bond allergy was reported. There was no history of drug abuse or alcohol. On (B)(6) 2021, the patient developed a rash on the breast postoperatively. It was described as a popular rash on lateral breast, axilla of upper arm and very itchy, that was treated with topical steroid cream (benadryl). On an unknown date, the patient recovered from the event of rash on the breast postoperatively. At the time of the report, the action taken with chloraprep was unknown. The reporter assessed the event of rash on the breast postoperatively as mild, serious (medically significant) and probably related to therapy with chloraprep. No further information were provided.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause at this time. A production record review was not completed as the batch/lot information was not available. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.